Event description:
On (B)(6) 2011 customer reported that the day before she was getting erroneous results on na, k, calc, tp, and alb. Customer stated that the electrolyte issue had begun before the last maintenance was performed and the it started again 2 weeks later. Customer stated that the calibrations and quality control for electrolytes would be okay, but some patients were giving panic values, which the customer questioned and reran, thereby getting non panic value results. Customer stated that some tp, alb and calc had also given high results and reruns were lower. No erroneous results were reported out of the laboratory. Field service engineer (fse) examined the instrument on (B)(4) 2011 and isolated cx4 side issues to a reagent probe level sense problem. Fse installed a new reagent probe and verified proper reagent loading. Fse found a defective ion selective electrode (ise) odc, which caused calibration failures. Fse ordered a new cold plate and ise odc for return visit the next day. Fse returned on (B)(4) 2011 to complete repairs. Fse replaced the ise odc and successfully calibrated the ise clot detector. Fse replaced the cx4 reagent carousel cold plate due to intermittent peltier failure error messages. Fse performed all necessary alignments/adjustments and successfully calibrated and ran controls.